Event description:
Customer reports taking her insulin shot, and then feeling symptoms of hypoglycemia. Customer then reported receiving low readings on their meter. Paramdedics were called, and customer was taken to the hosp, where candy and orange juice were administered in order to raise glucose levels. The customer's insulin regimen was stopped, and customer's glucose medication was decreased.